Event description:
(B)(6) clinical study. It was reported that unstable angina and restenosis occurred. In (B)(6) 2010, the subject was diagnosed with stable angina and silent ischemia. Cardiac catheterization was recommended. The target lesion was located in the mid right coronary artery (rca) with 85% stenosis and was 14 mm long with a reference vessel diameter of 3.50 mm. The physician treated the target lesion with direct placement of a 3.50 x 24 mm taxus liberté stent, with 0% residual stenosis. The subject was discharged on aspirin and prasugrel. In (B)(6) 2014, the subject was diagnosed with unstable angina/acs and was hospitalized on the same day. At the time of the event, the subject was on aspirin and prasugrel. On the same day, the 75% located in the mid rca was treated with direct placement of a 3.0x18mm non-bsc drug eluting stent with 0% residual stenosis. One day post procedure, the event was considered resolved without residual effects and the patient was discharged on the same day on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the target lesion was a de novo lesion located in the mid right coronary artery (rca) and not in proximal rca as previously reported. At the time of event, the patient presented with two week history of chest pain radiating to the left arm and associated with shortness of breath. In addition, the target vessel revascularization is related to the study stent as per adjudication result.